Event description:
Reporter alleged the customer was so hypoglycemic that he couldn't test himself when she obtained a result of 80 mg/dl on him using the advantage system. Reporter stated she treated him with orange juice or milk. Reporter stated that on another day, the customer was feeling poorly when she obtained a result of 94 mg/dl on the same advantage system. Reporter stated she treated him again with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. The strips were finished and discarded, so no product will be returned for eval.